Event description:
It was reported the patient presented to the hospital due to syncope and upon interrogation, a pacing failure was observed on the device. The device was explanted and replaced. There were no adverse consequences to the patient after replacement procedure. The patient was stable.

Manufacturer narrative:
The reported field event of no pacing outputs was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.